Event description:
In 10/2005, the lay patient contacted lifescan alleging that her one touch ultra smart meter was prompting the error 2 message. On the 3rd day, the medical affairs specialist spoke with the patient to obtain/verify information. The patient last tested with the reported meter on the day before initial contact and obtained a result of 439 mg/dl while experiencing thirst, frequent urination, dehydration, and dry mouth. She took her fixed daily dose of novolin 70/30 insulin 100 units as usual. The next day she attempted to test with the meter and obtained an error 2 message. Error 2 can be caused by use of a used test strip or a problem with the meter. The patient went to the hospital where a result of 549 mg/dl was obtained on the hospital device. She was treated with an IV and insulin. The patient said that she went to the doctor again on the 2nd day because her blood glucose level continued to be elevated and the doctor adjusted her medication. The customer care representative (ccr) walked the patient through retesting with a new vial of test strips and the error 2 message continued to appear. The meter and test strips were replaced.